Event description:
Patient reported that some of the test strips used were peeling. No symptoms were reported at the time of testing. Patient also reported blood glucose results of 85, 90, and 124 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.